Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the caller, a nurse, stated that the patient had a 5 month history of increased pain like the pump was not working. The hcp stated in (B)(6) 2025 they attempted a catheter access port (cap) dye study but were unable to aspirate any drug from the cap. The hcp stated that today they were going to program the pump to minimum rate mode and schedule the patient to see a surgeon. The manufacturer's technical services specialist (tss) discussed minimum rate mode, stopped pump, and pump off. The hcp requested minimum rate mode.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2019. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid (30 mg/ml at 15.7 mg/day) via an implanted pump. It was reported that the patient had an increase in usual pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated, the logs read, and no stalls were noted. A dye study was attempted, but the physician was unable to aspirate the catheter. No surgical intervention occurred, and it was unknown if surgical intervention was planned. It was indicated that the healthcare provider had no further information to provide regarding the event at this time.